Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump alarmed for a failed battery test after a new battery cap was inserted due to a corroded battery tube. The insulin pump had a cracked case at a display window corner, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that customer's insulin pump has a cracked display. Customer's blood glucose level at the time 326mg/dl. Advised to discontinue use of the insulin pump. No further information was provided.